Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with a bolus delivery. Customer had symptoms of clammy skin, sweating, and sleepy but believes symptoms are from medication and not high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, insulin pump passed high pressure test. Customer was advised to change infusion set and to monitor insulin pump.